Manufacturer narrative:
Three opened/used sensors were tested. Two sensors failed per specifications, one for high readings the other for low readings. The third sensor passed per specifications with accurate readings. All three sensors had bent sensor, it is unknown if customer received sensors in said conditions as sensors were returned opened/used.

Event description:
Customer reported that there was a significant difference between sensor glucose and blood glucose values. Sensor glucose value was 57 mg/dl and blood glucose value was 159 mg/dl. Percentage difference between the two values was 64.2 percent. Blood glucose level was 159 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.